Event description:
It was reported that during a stenting intervention procedure, difficulties were experienced with the maverick2 monorail balloon. The mildly calcified and mildly tortuous lesion being treated was located in the left anterior descending (lad) coronary artery. According to the customer, "the maverick balloon was inflated to 8atms and there was a pinhole." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received and blood was observed in the inflation lumen and balloon. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 1.6cm proximally from the distal tip. Visual and microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch 9037377 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause could not be determined.